Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed no image upon angulation issue could not be determined, however, the issue was likely the result of damage to the charged-coupled device (ccd) unit due to physical stress applied to the insertion tube during user handling/mishandling. The event can be detected/prevented by following the instructions for use which state: inspection of the endoscopic image ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope was leaking. The issue was found during preparation for use, the intended procedure was completed with the same device, and without delay. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the image disappeared when the device was angulated. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed, the reported leakage of the device could not be reproduced. The device evaluation found that the image disappeared when the device was angulated due to breakage of the image sensor. Additional findings include the following: the connecting tube at the insertion section had many dents, the protector of the light guide tube was chipped and had signs of glue patching, the bending angle in the up direction did not meet the standard value due to wear of the angle wire. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.